Event description:
Applied adhesive bandage to abdomen to cover scratch. Approximately 12 hours later removed bandage. Outline of bandage remained on skin red, itchy, blisters. Treatment ongoing with cortisone cream 1/2 topically. Healing ongoing. Made in (B)(4).